Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). The customer was sent a battery assembly to address the issue.

Event description:
It was reported that the ventilator had a battery fault. No patient involvement. Event date not specified; estimate used.